Manufacturer narrative:
The device was returned to olympus and the evaluation found cable unit is broken. Based on the results of the investigation, it is likely that the following led to the malfunction: could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had broken cable unit. There were no reports of patient harm.